Event description:
An attempt was made to use the device to monitor a pt's ECG. The device allegedly displayed a warning message indicating the right arm lead was off. All lead connections were checked and appeared intact. The operator subsequently used defibrillation electrodes to monitor the pt's ECG in paddles mode. There were no adverse effects to the pt reported as a result of the alleged malfunction.